Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 2.9,3.0; md inratio: 3.9. Date: (B)(6) 2012; inratio2: 2.7; md inratio: 1.7; lab: 1.9. After the reading on (B)(6) on the pt's meter of 3.0, the doctor reduced the coumadin dose. With the decrease of coumadin, the doctor and pt expected his inr to decrease like it did on the doctor's inratio meter and lab, but this was not reflected in his inratio inr result. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.